Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented with an infection. There is no known allegation from a health professional that suggests the infection was related to the dual chamber pacemaker system. The pacemaker, right ventricular and right atrial leads were explanted. The patient was stable throughout.